Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1384 provided on the initial report needs to be corrected. The correct medical device problem code is 3191. Medical device problem code is 3191 is to capture the reported mechanical failure with no further information provided. Field below updated: section h6: medical device problem code: 3191. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review, it was noticed, the customer also reported no vitrectomy, no sutures, and no incision enlargement. Section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: apr 15, 2021; section d9: returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during explant. Fibers on the lens were observed, but can be attributed to receiving the lens wrapped in gauze and cannot be confirmed, to be related to manufacturing. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of the production order revealed, one additional complaint. However, not similar to this event. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/no information. Date of event: unknown/no information. MFR telephone number: (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that the intraocular lens (iol) was explanted from the patient¿s right eye due to mechanical failure. There was no patient injury reported. No additional information was received.